Event description:
Complainant alleged that the physician was attempting to defibrillate pt (age and gender unk) who was in ventricular fibrillation. The device was charged to 200 joules, but when the discharge buttons were depressed the device did not fire. In the dr attempt to discharge the device a total of four times, the device failed to discharge on two attempts. The physician was able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.